Event description:
It was reported that during a nephrectomy procedure, there was inadequate or partial sealing with evidence of energy delivery and end tones heard. The device sealed several times as expected and started to show "seal cycle incomplete". It was cleaned regularly. The case was completed with silk ties as it was close to the end of the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf4418, open sealer lf4418 curved large jaw (lot#50520019x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.